Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade may be procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation procedure, a cardiac tamponade occurred. Following ablation of the left pulmonary veins a non-sjm catheter was used to confirm pulmonary vein isolation. Placement in the lipv was unsuccessful and at one point the patient coughed violently and a suspicion of a possible perforation was noted. The procedure was continued and during ablation of the right pulmonary veins the patient became hypotensive over a period of two hours. An echocardiogram revealed a pericardial effusion with right atrial collapse. The patient became hypoxic, was intubated and a pericardiocentesis was performed, which stabilized the patient. A roof line ablation was performed and pulmonary vein isolation was confirmed. Immediately post-procedure, the patient became hypotensive, additional blood was aspirated from the pericardial space, and protamine was administered. The patient remained stable in ccu for observation and the drain was removed two days later upon the patient's transfer to the floor and later discharged. There were no performance issues with any sjm device during the procedure.